Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) was damaged. The steel cable broke. The mcs had four lives remaining. The mcs was exchanged. The procedure was completed with no reported injury.